Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the lead was oversensing non-physiologically as the egm (electrogram) appeared to show noise. It was noted that the physician was unable to reproduce the noise with pocket manipulation or isometric activity and that the patient stated they use a (B)(6) and flip phone. It is believed to be some sort of induced noise or a set screw issue. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing due to emi (electromagnetic interference)/noise. There were 238 vhr (ventricular high rate) episodes with rates as short as 78ms and there 15,353 non-physiologic senses (nps) recorded.